Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source, but the customer must keep the pump plugged into power source for the display to stay on. Reportedly, the pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.